Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with an empty reservoir and high blood glucose. The customer¿s blood glucose level during the incident was 500 mg/dl. They treated the high blood glucose with insulin shots and the insulin pump. Troubleshooting was performed and insulin exited without incident. They had a low reservoir alert in the alarm history. It was also noted that the customer was taking chemotherapy and was on steroids which makes the blood glucose rise. The device will not be returned for analysis.